Event description:
Pt was implanted on 6/17/4997 with a synchromed pump and catheter delivering intrathecal baclofen for treatment of intractable spasticity due to cerebral palsy. On 12/7/1998, the pt was seen for itching, headache, and spasms. A dye study and rotor study were normal. His baclofen dose was increased. On 12/9/1998, the pt was found to have a catheter kink/ occlusion and the distal catheter was replaced on 12/11/1998. The pt's itching and spasms continued and on 12/18/1998 the pump was replaced due to a suspected pump underinfusion. The pump was returned for analysis. Pt conditions reported as resolved on last report.